Manufacturer narrative:
(B)(4). (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, medication was given to treat the event.

Event description:
Same case as MDR ID: 2134265-2014-05268. (B)(4). It was reported that stent malposition, stent thrombosis, and in-stent restenosis occurred and patient experienced myocardial infarction. In (B)(6) 2011, the patient presented due to stable angina and was referred for cardiac catheterization which revealed 2 target lesions. Target lesion #1 was a de novo mild lesion of an unknown stent located in the 1st diagonal artery with 80% stenosis and was 5 mm long with a reference vessel diameter of 2.3 mm. Target lesion #1 was treated with direct stent placement using a 2.25 mm x 8 mm taxus element paclitaxel-eluting coronary stent system resulting to 0% residual stenosis. Target lesion #2 was a de novo totally occluded lesion of an unknown stent located in the mid right coronary artery (rca) with 100% stenosis and was 28 mm long with a reference vessel diameter of 2.7 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.50 mm x 38 mm taxus element paclitaxel-eluting coronary stent system resulting to 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, a 16mm x 2.75mm taxus¿ element¿ drug-eluting stent was implanted in the mid rca. In (B)(6) 2014, the patient was presented with recurrent precordial chest pain radiating to the jaw, nausea and extreme fatigue. The patient's ck-total and troponin values were found to be elevated and an event of myocardial infarction (mi) was reported. Subsequently, ECG was performed and the patient was diagnosed for q-wave st segment elevation myocardial infarction (stemi). It was observed that the patient experienced ischemic symptoms. Two days after, delayed stent malposition in the proximal part of the 16mm x 2.75mm taxus¿ element¿ drug-eluting stent placed in rca was noted. Subsequently, stent thrombosis of the previously placed study stents located in the proximal rca extending to mid rca was treated with balloon angioplasty with good immediate results. Three days later, the event was considered to be resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent malposition, stent thrombosis and myocardial infarction occurred.